Event description:
It was reported that dirt-like foreign matter was found in the barrels of 2 bd ultra-fine¿ ii insulin syringes. The following information was provided by the initial reporter, translated from japanese: the user reported that the dark dirt was found onto the barrel.

Manufacturer narrative:
Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation summary: customer returned (7) 3/10cc, 8mm, 30g syringes in an open poly bag from lot # 1256984. Customer states that dark dirt was found onto the barrel. All returned syringes were examined and 3 out of 7 samples exhibited ink smeared on the surface of the barrel. A review of the device history record was completed for batch# 1256984. All inspections and challenges were performed per the applicable operations qc specifications. Embecta was able to duplicate or confirm the customer¿s indicated failure. Root-cause: dispatch 133669: dirty spindle cup; doctor blade was not seated all the way down the shaft causing ink to fill the spindle cups and coat the pads. H3 other text : see h10.

Event description:
It was reported that dirt-like foreign matter was found in the barrels of 2 bd ultra-fine¿ ii insulin syringes. The following information was provided by the initial reporter, translated from japanese: "the user reported that the dark dirt was found onto the barrel."